Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. An alarm was occurring, a motor stall was reported. There were no environmental, external or patient factors that may have led or contributed to the issue, no recent MRI. The actions/interventions taken to resolve the issue was reported as a pump replacement was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine sulfate [22.5 mg/ml] at 8.004 mg/day. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the pump was used to deliver morphine. The pump was explanted.